Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was unable to deflate completely. The customer withdraw with introducer sheath. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the membrane. The partially returned product was cut approximately 14.0 cm from the iab tip and the remaining portion of the membrane was returned. An underwater leak test of the balloon membrane was performed and no additional leaks were detected. Due to the returned condition we were unable to test the device for the reported complaint. The complaint cannot be confirmed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was unable to deflate completely. The customer withdraw with introducer sheath. There was no reported injury to the patient.